Event description:
It was reported that during a lap gastrectomy procedure, the surgeon was doing an emergency case where part of the stomach was being removed. On the second firing, the device completed the three strokes but the knife blade would not return automatically. The surgeon then used the manual release handle to pull back the blade, but the knife would not come back. The manual release was used multiple times. The surgeon put a second port into the patient and cut the stapler out with another stapler to release it from the patient. Doctor completed the procedure with same like product and procedure was prolonged for 15 minutes. No patient consequence reported.

Manufacturer narrative:
(B)(4). Jammed knife. The analysis found that the device was returned with the knife jammed in the anvil and with a fully fired reload loaded in the device. The device was returned in an inoperable condition with the knife jammed and the jaws were closed. The knife blocked the anvil from opening. In this condition, the knife could not be returned using the red switch. A CT scan was performed to verify the condition of the internal components and a clip was found lodged behind the knife preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The analysis found that the device was returned with the knife jammed in the anvil and with a fully fired reload loaded in the device. The device was returned in an inoperable condition with the knife jammed and the jaws were closed. The knife blocked the anvil from opening. In this condition, the knife could not be returned using the red switch. After further inspection, it was noted that one clip was lodge behind the knife. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was manually assisted to remove the clip and the device was tested for functionality with a test cartridge. The device achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information provided: "the surgeon was doing an emergency case where part of the stomach was being removed. On the second firing, the device completed the 3 strokes but the knife blade would not return automatically. The surgeon then used the manual release handle to pull back the blade, but the knife would not come back. The manual release was used multiple times. The surgeon put a second port into the patient and cut the stapler out with another stapler to release it from the patient. The ec60 will be returning with the jaws shut and tissue within the jaws. The patient is ok, they were able to cut the stapler out. They were using a green reload." Additional information was requested and the following was obtained after the sales rep spoke to the surgeon: was the prolongation only caused by the difficulties with the ec60 or were there other circumstances that influenced the procedure time? The only prolongation was the problems caused with the stapler. On what tissue type was the device used? Stomach. At what location on the tissue? Second firing (it was an emergency case but the surgeon was following a similar technique to a lap sleeve gastrectomy and therefore the second firing was in the crotch of the first staple line. Was it used on thick tissue? Thick but not abnormally thick. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the "click"? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. During which stroke did the event occur? 3rd- on the spring back, the knife would not return. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green, green afterwards. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near clips and existing staple line (crotch). Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No and the manual release would not pull back the knife blade. Was there any difficulty removing the device from the tissue? Yes, the stapler would not release from the tissue. Is there any other additional information you would like to share about this device or procedure? No. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm. Yes, 2cm. Has this any impact on the patient, the surgery or the healing process? Patient is ok was the size of the stomach to be removed exactly planned, as this was an emergency case? I believe the correct part of the stomach was removed including the additional 2cm.